Event description:
Pt was undergoing evar (endovascular aneurysm repair). Md placed micropuncture catheter and then attempted to use a device to close the left groin and when he removed the catheter he noted that 2cm of the tip of the micropuncture catheter had broken off.